Event description:
A surgeon reports a patient with decreased visual acuity following unilateral intraocular lens (iol) implant surgery. The surgeon examined the patient and indicated the is perfectly centered and has a subtle `imperfection' caused by forceps during surgery. The capsule is clear, but there is some mild haze. The association between this event and the iol is not known. Additional information has been requested.

Event description:
Additional information provided by the user facility indicates the iol was replaced in 07/2005. Approx nine days following the iol exchange, the pt's bcva was 20/40+ and the pt is happy with the results.